Manufacturer narrative:
One portex® bivona flextend¿ tts¿ tracheostomy tube was received for analysis in used condition. The customer's reported problem was "trach cuff did not inflate when filled with sterile water". The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No damage could be detected on the unit. The unit was inflated with air. The pilot balloon inflated, but the air was stuck in the pilot balloon. The pilot balloon was squeezed and a small amount of air entered into the cuff. The pilot balloon was squeezed and the cuff was manipulated until the cuff was inflated. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. Inflation test was audited on (B)(4) samples on the production line to verify that the inflation test was properly performed. All (B)(4) units inflated uniformly. There is no root cause for this event since the complaint was not confirmed.

Event description:
It was reported that a smiths medical portex® bivona flextend¿ tts¿ tracheostomy tube did not inflate when attempted to be filled with sterile water. The balloon to the tracheostomy bulged with no noted sterile water reaching the cuff and was thought to be occluded. Subsequently, the patient required endotracheal intubation to secure the airway. No further adverse patient's effects were reported.